Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received 2 leads from the same lot. It was reported the patient is not receiving effective stimulation therapy and is in a lot of pain. The patient's scs system was explanted and replaced. Post-operative the patient reportedly receives effective stimulation therapy.